Event description:
It was reported that there was a connection issue with a titanium adapter that resulted in a leak. The connection tube came off at the titanium adapter and liquid leaked out. The area around the titanium adapter was covered with sterile gauze and first aid was performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: during follow up, it was clarified that the titanium adapter remained in use. Based on additional information received, the titanium adapter was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.